Manufacturer narrative:
Insulin pump received with a cracked case behind the pump at the battery compartment and a constant blank flashing white light on the display due to a vertically cracked lcd controller. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had cracked in the battery compartment. The customers blood glucose value was unknown. The customer was unable to perform troubleshoot. The device will be return for analysis.